Event description:
Customer reported a pump alarm 20 during normal pump operation, indicating an issue. Their blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), so there was no adverse impact noted. Technical support assisted with loading a new cartridge, but the alarm persisted, preventing successful insulin therapy. As a corrective action, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as backup therapy, and was instructed to put the faulty pump into storage mode before returning it with a pre-paid label within 10 days.